Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging the one touch verio test strip label on the vial has incorrect information. The system prompted an expiration date of 02/2012; while the vial of test strips has it written as 02/2013. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the test strip vial had incorrect information. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.